Manufacturer narrative:
Insulin pump received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Unable to confirm motor error due to keypad no responsive. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were really hard to press (gradually started) and also had motor error. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.